Manufacturer narrative:
The display unit and acb (anethesia control board) were replaced. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, the unit displayed a symbol on the screen for ambu bag. There was no reported patient injury.